Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("organ perforation/ migration of implant/ one coil had migrated and was moving towards the stomach area"), uterine haemorrhage ("hematometra"), genital haemorrhage ("heavy bleeding") and adnexa uteri pain ("left ovary and right ovary pain") in an adult female patient who had essure (batch no. B82475) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2009 to 2012. Concurrent conditions included trichomoniasis, gardnerella infection, candida infection, endometriosis, adenomyosis and hematoma. Concomitant products included levonorgestrel (mirena). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular periods/ unusual periods"), mood swings ("mood swings"), dizziness ("dizziness"), back pain ("lower back pain"), nausea ("nausea"), muscle spasms ("leg cramps"), allergy to metals ("allergies/ allergic to nickel"), breast pain ("breast pain"), night sweats ("night sweats"), migraine with aura ("brain shocks from migraines"), migraine ("brain shocks from migraines"), tinnitus ("ringing in ears"), constipation ("constipation"), vulvovaginal pain ("vagina pain") and the first episode of abdominal pain lower ("cramping") and was found to have hormone level abnormal ("hormone imbalance"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), adnexa uteri pain (seriousness criterion medically significant), abdominal pain ("severe abdominal pain/ cramping/ left and right side of abdomen pain"), dyspareunia ("painful intercourse"), the second episode of abdominal pain lower ("cramping"), inflammation ("inflammatory reaction"), bladder pain ("bladder pain"), infection ("infection") and hypersensitivity ("hypersensitivity throughout her entire body"). The patient was treated with surgery (laparoscopic - assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, uterine haemorrhage, genital haemorrhage, adnexa uteri pain, abdominal pain, dyspareunia, menstruation irregular, the last episode of abdominal pain lower, inflammation, mood swings, dizziness, back pain, nausea, muscle spasms, allergy to metals, breast pain, night sweats, hormone level abnormal, migraine with aura, migraine, tinnitus, constipation, vulvovaginal pain, bladder pain, infection and hypersensitivity outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, back pain, bladder pain, breast pain, constipation, dizziness, dyspareunia, genital haemorrhage, hormone level abnormal, hypersensitivity, infection, inflammation, menstruation irregular, migraine, migraine with aura, mood swings, muscle spasms, nausea, night sweats, tinnitus, uterine haemorrhage, uterine perforation, vulvovaginal pain, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. No further causality assessment were provided for the product. The reporter commented: plaintiff's physicians have recommended a hysterectomy to remove the essure device. Patient not sought treatment for migration of implant, mood swings, dizziness, lower back pain, nausea, leg cramps, allergies, breast pain, night sweats, hormone imbalance, and brain shocks from migraines, ringing in ears and constipation. She did not claim that use of essure caused or aggravated any psychiatric and/or psychological condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: successful obstruction of the fallopian tubes bila. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-mar-2019: pfs received. Event hypersensitivity throughout her entire body added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("organ perforation/migration of implant/one coil had migrated and was moving towards the stomach area"), uterine haemorrhage ("hematometra"), genital haemorrhage ("heavy bleeding") and adnexa uteri pain ("left ovary and right ovary pain") in an adult female patient who had essure (batch no. B82475) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2009 to 2012. Concurrent conditions included trichomoniasis, gardnerella infection, candida infection, endometriosis, adenomyosis and hematoma. Concomitant products included levonorgestrel (mirena). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2015, the patient experienced migraine ("brain shocks from migraines") and vulvovaginal pain ("vagina pain"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), adnexa uteri pain (seriousness criterion medically significant), abdominal pain ("severe abdominal pain/cramping/left and right side of abdomen pain"), dyspareunia ("painful intercourse"), menstruation irregular ("irregular periods/unusual periods"), the first episode of abdominal pain lower ("cramping"), inflammation ("inflammatory reaction"), mood swings ("mood swings "), dizziness ("dizziness"), back pain ("lower back pain"), nausea ("nausea"), muscle spasms ("leg cramps"), allergy to metals ("allergies/allergic to nickel"), breast pain ("breast pain"), night sweats ("night sweats"), migraine with aura ("brain shocks from migraines"), tinnitus ("ringing in ears"), constipation ("constipation"), bladder pain ("bladder pain"), infection ("infection") and the second episode of abdominal pain lower ("cramping") and was found to have hormone level abnormal ("hormone imbalance"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the uterine perforation, uterine haemorrhage, genital haemorrhage, adnexa uteri pain, abdominal pain, dyspareunia, menstruation irregular, inflammation, mood swings, dizziness, back pain, nausea, muscle spasms, allergy to metals, breast pain, night sweats, hormone level abnormal, migraine with aura, migraine, tinnitus, vulvovaginal pain, bladder pain and infection outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, back pain, bladder pain, breast pain, constipation, dizziness, dyspareunia, genital haemorrhage, hormone level abnormal, infection, inflammation, menstruation irregular, migraine, migraine with aura, mood swings, muscle spasms, nausea, night sweats, tinnitus, uterine haemorrhage, uterine perforation, vulvovaginal pain, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: plaintiff's physicians have recommended a hysterectomy to remove the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: successful obstruction of the fallopian tubes bila. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jan-2019: plaintiff fact sheet- event one coil had migrated and was moving towards the stomach area was clubbed with event perforation/ migration of essure, event infection and cramping were added. Ir was considered for event perforation as essure removal date was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.